Event description:
An unexpected low glucose alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone type with ios 26.5 operating system version 2.13.1.9278. The customer did not report symptoms and self-treated with 50 mg of sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.